Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 600 mg/dl. The customer stated that she changed the infusion set on the morning of the hospitalization, due to blood glucose levels between 400 and 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. However, the customer noticed that insulin was leaking at the top of the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.